Event description:
Per the clinic, the patient experienced pain, discomfort, a heat sensation at the implant site, and magnet dislodgement during an MRI procedure in 2013 (specific tesla strength and date not reported). It was reported that the clinician did not follow the manufacturer's instructions for use of MRI. Subsequently, the patient underwent revision surgery to replace the internal magnet on (B)(6) 2019. Additional information has been requested but it has not been made available as of the date of this report.